Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation observed the customer-reported issue when running a loaded set at 200 ml/hr for 5 minutes. The device was found out of specification in relation to the reported upstream occlusion which were reproduced during evaluation. Upstream occlusion messages were verified through a review of the event history log and found to be caused by an out of specification upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.